Event description:
The complaint is reported as: "when the doctor performed the insertion of the peel-away, at the time of insertion of the catheter it did not pass. The peel-away is narrower than the catheter." No patient harm reported. No medical intervention required.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated to address the issue of the inner diameter of a peel-away sheath being out of specification. Despite this, it cannot be confirmed if this is the same issue involved with this complaint without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when the doctor performed the insertion of the peel-away, at the time of insertion of the catheter it did not pass. The peel-away is narrower than the catheter." No patient harm reported. No medical intervention required.